Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The event was caused by use error. The unit was inspected and no issues noted. Legal manufacturer: (B)(4).

Event description:
The hospital reported the ventilator was, "knocked off a pendant within the ICU department." The unit was not in use at the time of the event, there was no injury.